Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a low blood glucose (bg) level of 50-52 mg/dl. To treat the low bg level, the customer stopped insulin delivery and consumed about 10 grams. Reportedly, the contact was tweaking the customer's settings and the basal rate settings were set too high. Recommendation was made to consult with health care provider regarding diabetes management.